Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4).evaluation summary:the condition of a colleague infusion pump with failure code 500:320:654:0000 was discovered and confirmed in the pump's event history by baxter personnel. This condition was caused by the pump's panel lockout button being held for more than 50 seconds. This condition was not reproduced and, therefore, no repair was necessary.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 500:320:654:0000, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.